Manufacturer narrative:
Concomitant products: product ID: 97791, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 97791, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the ins, model 97714, serial no. (B)(4), found no anomalies. Analysis of the lead, model 977a260, serial no. (B)(4), found no significant anomalies. Analysis of the lead, model 977a260, serial no. (B)(4), found no significant anomalies.

Event description:
Additional information received from the patient's health care professional reported the pain and weakness in the patient's right leg had not resolved and the patient had not fully recovered back to pre-implant status. The patient still had right foot drop, right leg pain, erectile dysfunction, and inability to tell when he has to urinate. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97791,product type: accessory. Product ID 97791, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported via the company representative (rep) that there was a spinal cord stimulation (scs) complication. After surgery the patient complained of new pain and weakness in his right leg, he never had this before, and he could not move. The patient's normal pain was in his left leg and was what the coverage was for. The patient went to the ER and was admitted to the hospital. The right leg has not improved. It was unknown what led to this event. The implant surgery went as textbook with no apparent difficulties in placing the leads. It was noted that when the physician used the straight needle there was some blood, so switched to curve needle and there was no blood. Thoracic and lumbar MRI results were negative for possible epidural hematoma and it confirmed correct lead placement. Physical therapy was ordered. The patient also received steroids and pain medications. The patient consulted with ortho-spine surgeon for evaluation. The plan was to remove the leads, leave the implantable neurostimulator (ins), and then evaluate the patient's condition. It was further reported that four days after implant the patient had the entire system, leads and ins, explant ed. Recovered with sequela was noted. The indication for use included spinal pain and failed back surgery syndrome. Additional information has been requested to find the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.